Event description:
In 2008, a male patient receiving tpe treatment on the com.tec blood cell separator reported discomfort. Treating nurse noted the waste bag was empty. Another nurse visually noticed a kink in the plasma line of the tpe disposable set (lot number wkt 231) that leads to the waste bag. The patient was found to have received approximately 3 liters of replacement fluid (albumin 5%) without removal of the same amount. Treatment was stopped immediately by the treating nurse and the patient was placed on dialysis for removal of excess fluid. Patient stabilized during dialysis and is doing well.

Manufacturer narrative:
The manufacturer of the com.tec blood cell separator device is fresenius kabi. The us agent for the product in regards to FDA reporting is fresenius kabi, llc. The disposable tpe set (lot number wkt 231) was not returned for investigation as it was thrown away by the hospital. In 2008, the com.tec device was inspected by a fresenius kabi, llc field engineer/technician by performing a mock run on the device with saline solution and a new tpe set. The device performed according to operating instructions.